Event description:
It was reported, the patient had a cerebrospinal fluid (csf) leak and the healthcare professional (hcp) decided to replace the spinal segment. It was not known when the issue was discovered. The pump was used to deliver fentanyl and prialt (ziconotide). It was further reported, the patient had a headache. It was reported, there was not a catheter issue and it was "only a leak from the closure". Nothing was explanted and the patient was reported as "improving".

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).